Event description:
A physician reported that over several dressing changes during v.a.c. Therapy, a small piece of foam dressing remained in a small but deep wound. The physician debrided the wound to romove the small piece of foam dressing.